Manufacturer narrative:
Concomitant medical products: product ID: 09100-60, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 09100-60, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-sep-2024, UDI#: (B)(4); product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-sep-2024, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient developed a wound infection of the electrodes. The leads were explanted and not replaced (B)(6) 2021. The event resulted in patient hospitalization. The outcome was resolved without sequelae on (B)(6) 2021. Etiology was possibly related to the device or therapy.